Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain, rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 51-year-old caucasian female patient underwent breast augmentation revision surgery with 350cc mentor memorygel breast implants. Post-operatively, the patient experienced bilateral breast pain and lumping on the right breast. A mammogram confirmed bilateral rupture as well as a breast mass on the right side. The patient underwent removal and replacement with unspecified saline breast implants on (B)(6) 2022. A discrepancy of the doi and manufacturing date was noticed. The implantation date was provided by the initial reporter as an estimate. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2022-09170 for the contralateral event.

Manufacturer narrative:
On november 23, 2022, mentor received additional information. The patient was replaced with 350cc mentor smooth round moderate profile saline breast implants. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The product was returned to mentor on august 04, 2022 for evaluation. On september 02, 2022, mentor completed a visual inspection. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured. Additionally, shell abrasion was observed on the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).